Event description:
Event description guidant received information that during a replacement procedure, a shorted shocking lead message was displayed when delivering a max energy shock with this replacement implantable cardioverter defibrillator (ICD) and this chronic transvenous defibrillation lead. The patient was externally defibrillated. A lead issue could not be found and lead measurements were normal. The device was removed from the pocket and a black scar was visible on the outside of the can. A new device was implanted and during shock delivery a shorted lead message was again displayed and a pop was heard. External defibrillation was used to convert the patient. Further exploration of the pocket revealed insulation damage on this defibrillation lead.